Event description:
Customer called in regarding unexplained high bg's. Trouble shooting per dop. Customer's bg is 511 customer stated that she was hospitalized due to the high bgs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.